Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged severe lung and heart issues due to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged severe lung and heart issues due to the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, detected an unusual clicking noise coming from the device. Upon an internal investigation this noise was found to be most likely coming from a loose piece of blue plastic debris that was found in the bottom of the blower box. This plastic piece of debris is consistent with a broken filter retention clip. Product investigation laboratory observed brown colored unknown contamination on and around the iso port. A white crusty type of unknown residue was also present at this location. Observed an unknown gray/white contamination at the air input of the blower box at the filter location. Also observed an unknown brown colored contamination and fibrous contamination on the top enclosure under the right and left-side accessory doors, observed a light gray non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Product investigation laboratory observed slight potential water/fluid spots on the top and bottom of the blower motor and in the blower box, indicating potential water ingress. It also observed slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination. Observed an unknown white (dust like) contaminant on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake. Dust-like contamination was observed on the blower outlet seal. There was no visible damage or functionality failures of the device, apart from a possible broken filter retention clip, which suggests that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There was one error found. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer concludes that the investigation at product investigation laboratory observed no evidence of sound abatement foam degradation or breakdown. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Product investigation laboratory found evidence of potential water ingress into the blower box. Product investigation laboratory was unable to address the patient symptoms specified, the quality issue this time. Section d8, d9, h3, and h6 updated in this report.